Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The shaft and tip and balloon were microscopically and visually examined. Blood was present in the inflation lumen, the guidewire lumen, and in the balloon. Microscopic examination of the device revealed that there was a hole in the outer and inner shafts 4.7cm proximal of the tip. When the catheter was hooked up to an inflation device filled with water and pressure was applied, water leaked from the holes in the shafts. The hole is consistent with interaction with a guidewire during advancement. The received guidewire was inserted through the tip but won't pass the damage to the shafts, confirming the resistance.

Event description:
Reportable based on device analysis completed on 17dec2019. It was reported that resistance was felt inside the guide segment. A stingray lp catheter was selected for use. During procedure, resistance was felt inside the guide segment. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed a hole in the inner and outer shaft.